Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent a left knee revision due to loosening of the tibial and patellar components. The surgeon reported significant synovitis extensively throughout the joint. He indicated the patella was loose after debridement of synovitis material. The surgeon reported the tibial component was loose and removed without the need for additional instruments and was removed manually. He noted a well-fixed femoral component and it was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune revision tibial component, patellar component and competitor cement. Doi: (B)(6) 2016. Dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.